Event description:
Customer reportedly received a result of 222 mg/dl on his aviva system and a result of 108 mg/dl on a professional meter of unknown type within 10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.